Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient presented to the office on (B)(6) 2018 and stated their spinal cord stimulator battery had died about a month ago. The patient acknowledged that they did allow it to over discharge two to three times. The battery was placed for chronic low back and lower extremity pain, and the patient requested the battery to be replaced as it was helpful for their pain; the pain was worse with activity and improved when the stimulator was functional. It was noted that the patient had low back pain with radiation to the lower extremities, joint aches and pains, depression, anxiety, tingling in their feet, occasional difficulty with ambulation, and rare stress incontinence and headache. The patient was alert and oriented x3, rated their pain as an 8, and their soapp-r score was 19. The battery was in the patient¿s left buttock and was easily palpable, b ut not able to be interrogated. The patient¿s medications included metformin, januvia, mirtazapine, gabapentin, ropinirole, xanax, ambien, and lortab; their past medical history included diabetes, arthritis, chronic pain syndrome, and depression/anxiety syndrome; and their past surgical history included back surgery, sinus surgery, 2 cesarean sections, prior blocks, and the spinal cord stimulator trial and implantation. The stimulator was removed and replaced on (B)(6) 2018. It was noted that there were no apparent complications. No further complications were reported/anticipated.